Manufacturer narrative:
(B)(4). Date sent: 4/13/2026. D4: batch # unk. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: the incident consisted of a complete activation of the cdh29 clamp (clamp closed, safety removed, closing of the clamp for stapling with characteristic "noise"). Without any cuts, and an impossibility of removing the clamp after activation. A manual removal, by the lower endo-anal route, was necessary, which allowed an ¿unclipping¿ of the anvil with the stapler. Full examination of the clip confirmed the absence of collars and white post-stapling ring in the stapler. The anvil was then held endo-anal by a clamp (rochester), on a perineum fortunately quite lax, then reclipsed on the cdh 29 clamp. A 2nd complete activation was made, under celioscopic control, with safety removal and closure of the clamp. The sequel confirmed the complete cut, with 2 complete flanges and satisfactory ai tests. A blade was left intraoperatively following the incident. The sequelae were marked by a gradual removal of the blade, and therefore a lengthened hospitalization time of 2-3j, but without anastomotic colo-rectal fistula. We are now more than 2 weeks from discharge, without any readmission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that after laparoscopic left colectomy for adenocarcinoma of the iliac colon, first attempt without particular difficulty at mechanical stapling with forceps for colorectal anastomosis. Normal functioning of the cdh forceps during reopening of the forceps, anvil still in place in the upstream colon, absence of collars in the forceps need to unclip the cdh forceps under visual control, to reclip the anvil on the cdh for a new attempt at mechanical colorectal anastomosis. No particular difficulty during the 2nd attempt, with a forceps that works normally presence of complete collars in the cdh. Endoanal tests to air multiple negative, decision to establish a peri-anatsomotic drainage, without ostomy shunt after collegial advice